Manufacturer narrative:
The reported event was confirmed. The service evaluation revealed both pressure sensor and door adjustment need to be re-calibrated.

Event description:
It was reported that the pump does not reach the required pressure values. There was no harm for patient, operator or third party reported. No further information received. 08-mar-2023 update dw further information were provided that the reported event occurred during a surgery.